Event description:
It was reported that noise was observed on the right ventricular channel. Myopotential oversensing was suspected and further testing was recommended. The device remains implanted. The patient was in good condition.